Event description:
It was reported that control-iq feature did not adjust insulin delivery as expected. As a result, the customer went to the emergency room and was subsequently hospitalized in the intensive care unit on (B)(6) 2026 with a blood glucose (bg) level of 834 mg/dl. Reportedly, the customer had a high ketone level identified as dangerous by healthcare provider. Customer was treated with dextrose and intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the following day, (B)(6) 2026, with the issue resolved and no permanent damage. Reportedly, the correction factor was not programmed correctly on the customer's pump. Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer updated their pump settings to address the event.